Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent an exploratory cardiac surgery. Following the procedure, the right ventricular lead exhibited loss of capture, and it was believed the lead was damaged during surgery. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition following surgery.